Event description:
It was reported that the pump was implanted in a lateral approach and connected according to standard procedure. When the pump was started, the surgeon noticed that de-airing was problematic. There were new air bubbles noted in the left ventricle and ascending aorta. The pump was connected/disconnected several times. The outflow graft was investigated for leaks, but nothing unusual was found. The surgeon decided to prepare a new pump to check whether it is a problem with the sliding mechanism. When the new pump was connected to the same apical cuff and the pump was started, there was still an issue with de-airing of left ventricle and ascending aorta. It was found that were was a leakage between the sewing ring and myocardium. The surgeon noted that the stitches of the apical cuff might have become loose due to the previous manipulation, and the attachment of the apical cuff to myocardium was corrected. The pump was connected and started again. This time de-airing/ weaning from bypass was possible.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft, outflow graft bend relief, and apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The apical cuff lock appeared unremarkable and was cycled open and closed using a test apical cuff without any noted issues. The lvad (left ventricular assist device) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The implant kit was shipped on 21dec2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 contains a section on ¿de-airing the pump¿ and warns that ¿all entrapped air must be removed from the device blood-pumping chamber and conduits to reduce the risk of air embolus.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion no further information was provided. The manufacturer is closing the file on this event.